Event description:
It was reported that the "strap" [belt] was missing when opening a femostop gold. Additionally, based on the lot number, the device was used after expiration. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of procedure estimated as (B)(6) 2024 h6: medical device problem code 2017 clarifier- use after expiration.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Missing belt may be attributed to several factors including, but not limited to, manufacturing/packaging of the device, transport of the device, handling at the account, inadvertent mishandling during unpackaging, preparation or during the procedure. A conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Review of the lot history record indicated an expiration date (use by date) of 06-may-2024 and the procedure date was (B)(6) 2024 which is post expiration. It should be noted in the label, graphical symbols for medical device labeling section, it indicates use-by date symbol, which is next to the expiration date. In this case, use of the device after expiration would not have contributed to the reported event. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.